Event description:
A malfunction was reported on the pump. The customer was unable to confirm fault ID because the pump shutdown before they were able to call technical support. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as backup insulin therapy.